Event description:
The customer reported an issue where the insulin pump gauge displayed a different amount than expected, specifically, a static fill estimate of 70 units despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer about the occurrence of such discrepancies due to variances in measured pressures used for calculation and explained that the fill estimate will resume normal countdown once it matches the actual remaining insulin. The customer understood and acknowledged this information.